Event description:
On 03/21/2025, it was reported by a sales representative via (B)(4) that an ar-11040xl widebiter punch xl (lot: 85903) was missing a pin and was not closing and an ar-11040xl widebiter punch xl (lot: 85903) handle will not clasp. Another device was swapped, and the case was completed with no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.